Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Dissociation of poly noted on x-ray. The case report form indicates this event is definitely related to devices and unlikely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The humeral liner disassociation reported was likely the result of incomplete seating of the liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or extreme wear of the liner, which led to the liner disassembling from the humeral adapter plate. However, this cannot be confirmed because of the part was not returned for evaluation.